Event description:
During biomed testing, the device would not charge energy and when the paddles energy increase button was pressed, it intermittently decreased the energy. Complainant indicate that there was no pt involvement in the reported malfunction.